Event description:
Device implant 2003; programmed dddr, 60/60. Previous device follow-up 8/2003; programmed dddr 60/60. Pt recently called physician complaining of symptoms similar to those experienced prior to implant. Pt's presenting surface ECG exhibited intrinsic activity at 55 bpm with no apparent pacing. Attempted interrogation reported that the device was functioning in the back-up safety mode and needed to be re-initialized. Device re-initialization was successful and it now appears to be functioning normally. However, no reasonable explanation can be established for the device to have been operating in the back-up safety mode. Device re-initialization was successful and it appeared to be functioning normally. Pt to be followed in 30 days to ensure that normal function continues.